Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at septum on (B)(6) 2024 after administering an indwelling needle in the preoperative prep room in the operating room, it was noted that the indwelling needle was oozing at the heparin cap location and was unusable and needed to be re-replaced and used.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 2 photos and 1 video, but did not return the defective sample. 1-the photos showed that the sku was (B)(4) and the batch code was 4080076. 2-the video showed liquid leakage from the end of the septum. 2. DHR/bhr review lot#4080076. 1-the products of this batch were assembled at intima ii auto line 4 in (B)(6) 2024, and packaged at r240 package line in (B)(6) 2024. Work order quantity was (B)(4). 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of (B)(4) in process testing and (B)(4) in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-(B)(4) retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. The returned video showed liquid leakage from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.